Event description:
Patient reported cadd legacy pump sn (B)(4) has alarmed high pressure or does not display a message when alarms but the remodulin is still being infused even while alarming no adverse effect reported. Patient was able to switch to back up pump. Did the reported product fault occur while in use with a patient? Yes, did the product issue cause or contribute to patient or clinical injury? No, is the actual device available to be returned for investigation? Yes, did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.